Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance. It was also suspected that the lead had safety switch issue. Boston scientific technical services (ts) discussed possible reason for this issue and suggested further evaluation with xray, individual vector evaluation with programmer interrogation, isometrics and pocket manipulation. Moreover, the high impedance vectors have right ventricular (rv) coil in. The field representative called back, reviewed information provided and agreed that it was likely under inserted or broken. Additional information obtained which confirmed that the distal coil terminal pin was under inserted in the header. The physician removed the lead from the header, reinserted and tightened with the wrench. The lead remains in service. No additional adverse patient effects were reported.